Event description:
Account is reporting that a becton dickinson (bd) cannula pushes the rubber stopper into the tubing. Per reporter altogether there were 3-4 incident. Per reporter, one pt experiencd a "little blood loss" and the IV had to be restarted. Neither incident resulted in pt injury nor required medical intervention as a result of report issue.